Event description:
During remote follow-up, a high pacing impedance measurement was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed as diagnostic imaging was not performed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.